Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier (mlca) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed twice and failed both times. Ligating clip did not close fully and snap together despite the grips closing together. No damage appeared on the grip assembly but grip action appeared to be weak. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the medium-large clip applier (part# 478053-04/lot# n10210615 0003) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system (B)(4). The instrument had 59 uses remaining after last use. Isi received video clips related to the alleged complaint. A review of the video clips were conducted and the following additional information was provided: in the both videos, the clip applier is positioned on tissue and closed multiple times. The clip remains attached to the clip applier for the first few closures, but is eventually released. When the clip is released from the instrument, it appears to remain open, and does not close around the target tissue as intended. The open clip is then removed from tissue with the clip applier instrument. This event is being reported because the medium-large clip applier instrument could not grasp the tissue. Failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the customer used the medium-large clip applier instrument to apply the clips into the tissue, the instrument could not grasp the tissue at all. Despite of testing the instrument without grasping the tissue for over 10 times inside of the patient, the same issue persisted. The customer was experiencing the same issue continuously and found it hard to complete the procedure. A backup instrument of same kind was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the clip application, the customer used the medium-large (ml) clip applier to apply the ml clips into the tissue. The vessel was less than 10 mm in diameter. No broken/ loose cable was noted. There was no misapplication issue. In addition, non-intuitive motion was not observed. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no patient injury/harm. The procedure was completed robotically with a backup instrument. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Upon further investigation, the primary failure analysis was confirmed. The instrument was placed on an in-house system and failed the clip test. After further examination it was determined that the main tube was also bent. This bending had caused enough friction to prevent the push-pull rod from moving fully, which in turn prevented the jaws of the instrument to clip. Due to this, the instrument being a single-site instrument in which the main tubes are meant to be bent, this is attributed to a component failure. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted and the following additional information was provided: in the both videos, the clip applier is positioned on tissue and closed multiple times. The clip remained attached to the clip applier for the first few closures, but was eventually released. When the clip was released from the instrument, it appeared to remain open, and did not close around the target tissue as intended. The open clip was then removed from tissue with the clip applier instrument. Failure analysis confirmed that the main tube was bent, which prevented the jaws of the instrument to clip. This was attributed to a component failure.